Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Npi 8100 error code 260.4130. 8100 sn: (B)(4) customer wanted to know how to correct this error code. I explain to the customer that the error code is that he needs to replace his logic board. The customer asked what causes this error code. I explain to the customer that the pressure sensor voltage is at least 8.4 lower than the voltage in the specification. The customer said ok. And ended the call.